Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 432 mg/dl. Customer experienced issues with their sensors. Troubleshooting for the sensor alert was performed. Customer was advised to discard their expired sensors and use a new sensor.